Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was on vacation in (B)(6) and was swimming with the pump. The patient reportedly changed the battery cap the week prior. While swimming the patient received a warning to change the battery. The patient reportedly removed the battery and noted that it was damp and the pump case felt warm outside the battery compartment. The battery was changed and approximately 30 minutes later the pump emitted another warning to change the battery. This report is being made based on the allegation that the pump and battery were warm to touch.

Manufacturer narrative:
Follow-up #1 date of submission 06/15/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2012 with the following findings: there was no activity related to the complaint observed in the black box or download history. The battery was not returned with the pump for investigation. The battery compartment was found to be cracked and there was corrosion and moisture found inside battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was exercised for 3 hours with no overheating issues and no alarms were noted. The pump electrical current draws were tested and found to be within spec. The pump was opened and no moisture damage was found inside the pump. The reported overheating issue with the pump and battery could not be duplicated during investigation.